Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 600 mg/dl. Customer stated that they had issue with insulin pump because meter wont send blood glucose over to insulin pump. Customer reported that they were not able to get meter or transmitter to connect to insulin pump. Customer did bolus for high blood glucose. The insulin pump was not returned for analysis.